Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range shock lead impedance measurements greater than 125 ohms. A boston scientific crm technical services consultant advised bringing the patient into the clinic and performing a commanded 1.1 j and a max energy shock to test system. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The patient was brought into the clinic and a max energy shock was delivered. The impedance measurement was 115 ohms. A boston scientific crm technical services consultant discussed that the impedance measurement was on the high side, but was acceptable. They suggested monitoring via latitude and to consider bringing the patient in periodically for additional shock delivery. Replacement of the lead was recommended if the physician did not feel comfortable. Approximately (B)(6) month later, a high out of range shock impedance was detected via latitude. The physician was made aware of the situation, however no intervention was performed. All available information indicates that the device and lead remain in service. There is no additional information available. If additional information becomes available the event will be updated. Additional information received indicated the device was explanted in (B)(6) 2010 and the patient later died in (B)(6) 2010. At the time of the patient's death the device system was not implanted. The device was recently returned for analysis testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.